Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug for malignant pain. It was reported that the communicator was not able to charge since yesterday. Caller stated the light was orange and not green. Agent asked caller to inspect the port for damage and caller said there was no visible damage but the cord was loose when plug into the communicator. The issue was not resolved. A request was sent to the repair department to replace the communicator device. Additional information was received that the patient had received the new communicator and needed help pairing it. The agent walked the patient through pairing the communicator.

Manufacturer narrative:
Analysis found that the device would not power on after 1.5 hours. An electrical failure was found and a burnt l3 on charge board. The device was taken out of service and scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug for malignant pain. It was reported that the communicator was not able to charge since yesterday. Caller stated the light was orange and not green. Agent asked caller to inspect the port for damage and caller said there was no visible damage but the cord was loose when plug into the communicator. The issue was not resolved. A request was sent to the repair department to replace the communicator device. Additional information was received that the patient had received the new communicator and needed help pairing it. The agent walked the patient through pairing the communicator. Patient mentioned getting not found message. Agent asked the patient to make sure that the location was also powered on. Caller then tried connecting again and confirmed they were able to get it paired.